Manufacturer narrative:
Awaiting product return. Report will be issued upon completion of investigation.

Event description:
Lap band - "this is what was told to me by the or team leader, dr. (B)(6) was inserting a covidien standard size lap band down through the trocar. As they were getting near the end of the case, they noticed a black rubber item resting in the pt, they grabbed the item and removed it. It looks like in the inner rubber seal of the trocar."